Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the unit turns on and starts operating by itself even though the power button is not pressed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used

Manufacturer narrative:
Date rec'd by MFR: 29may2019. The manufacturer¿s international service technician confirmed that the orange and green power (light emitting diode) led indicator went off due to contact failure and that the filters were dirty. The international service technician replaced the dirty filters and power switch overlay to address the reported problem. The reported issue of the unit powering on by itself was not duplicated; however, the user interface printed circuit board assembly was replaced as a precautionary measure. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.